Event description:
A customer observed a negatively biased total b-hcg result on one pt's sample. The vitros undiluted result was 156 miu/ml and 400x diluted result was >1.000 miu/ml. The same sample was tested by an alternate method and gave a result of >2,000,000 miu/ml. A bias of the magnitude observed might lead to inappropriate physician action. There was no report of pt harm as a result of this event.